Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). First information on this incident was provided from (B)(6). During processing of this complaint, attempts were made to obtain complete event. Manufacturer immediately contacted the distributor on the event and collection of additional information, and received the response from the distributor on november 12, the device in question was returned on november19. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. Investigation of return guidewire revealed that the coil of the guidewire was stretched and broken off at the distal of middle brazing, composite core was also stretched, core wire was broken inside the composite core. Based on the provide information and outcomes of the investigation of returned device, it is presumed that the guidewire was pulled back with force whiles it distal end was trapped in the vessel, resulting the breakage of the guidewire with the force exceeding the products design limit. Warning section of the IFU describes; if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside vessel.

Event description:
During retrograde cto of distal rca sion wire was in septal collateral supported by corsair. Wire was hooked in septal collateral and there was no possibility of removal. Surgeon tried to pull back the wire with force. As result of this force a fragment of the tip get lost in anathomy and is still there. Removal was not possible because of the small diameter of the collateral.